Manufacturer narrative:
Product complaint #: (B)(4). Adverse event related to procedure performed (B)(6) reported via (B)(4). Patient codes (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: does the surgeon believe that any ethicon product contributed to the infection? No, the surgeon believes it was due to the insufficient closure due to technique that caused the wound infection. Hospital/date: (B)(6) hospital, (B)(6) 2018 (current inpatient). Primary diagnosis: sacroiliac joint instability/deep infection. Procedure 3: s1-s4 iliac & s2-iliac fixation; s1-s4/sacral recess/iliac posterolateral fusion; debride deep infection. Implants: crunch, infuse, iliac screws (signus). Wound closure: 1 stratafix/1 stratafix/2.0 stratafix/staples. Antimicrobial therapy: IV abs. Patient notes: on (B)(6) 2018: microbiology: wound swab indicates light growth of pseudomonas aeruginosa.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2018 and topical skin adhesive was used. Approximately two weeks post op, the patient came back with superficial dehiscence. The topical skin adhesive may have been removed accidentally by agency staff at (B)(6) or rolled off due to moisture/sweat too early. The patient was resutured. The surgeon used barbed suture for fascia and muscle and another barbed suture for subcutaneous/subcuticular closure. The surgeon used topical skin adhesive on skin. The surgeon does not opine that the barbed suture or the topical skin adhesive is causing the event. The surgeon opines that the dehiscence is technique related or possibly due to insufficient closure leaving dead space in the subcutaneous layer or the topical skin adhesive being taken off at (B)(6) before it's supposed to. The patient was readmitted on (B)(6) 2018 and diagnosed with lumbar wound breakdown. The patient had second procedure to resuture the lumbar wound. On (B)(6) 2018 the patient had removal of sutures and it was noted that the wound was red with an erythematous rash related to excess moisture from wound discharge. The patient was referred to (B)(6) for dressings. On (B)(6) 2018 the wound was assessed and the patient was treated with topical cream for the rash surrounding the incision site. On (B)(6) 2018 the wound swab indicated light growth of pseudomonas aeruginosa. On (B)(6) 2018 the patient presented to ed and CT reveals a dorsal collection at the surgical site. On (B)(6) 2018 the patient had a PICC inserted for IV abs. On (B)(6) 2018 the patient had a bone scan and CT and was diagnosed with sacroiliac joint instability/deep infection. The patient had another procedure s1-s4 iliac and s2-iliac fixation; s1-s4/sacral recess/iliac posterolateral fusion; debridement of deep infection. The wound was closed with barbed suture and staples and the patient was treated with IV antibiotics.